Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a service code 204 on the pt's display. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problems (code 204) has been confirmed. During initial eval, it was suspected that capacitor c522 was shorted which caused the +3.3v power line to the belt to be low. The root cause of the shorted c522 could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.